Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Review of device event log indicated multiple reported service error code. Returned therapy cable failed inspection for pad damage, unrelated to the reported issue. Returned monitor failed inspection for reported service error code confirming the reported failure. The reported service error code occurs when the power on self test detects an issue with the defibrillation circuitry. Will continue to trend for future occurrences.

Event description:
Patient called in to report unresolved service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.